Event description:
Overdelivery reported. The pump was set to infuse 1500ml total parenteral nutrition solution at 63ml/h. Nursing reported that the infusion completed within 22 hrs instead of the expected 24 hrs. There were no adverse effects to the pt. A new total parenteral nutrition solution was available and was started on a new pump. No add'l info was available.